Event description:
It was reported that the pt experienced a sudden loss of therapeutic effect. She went thru security without turning her device off. She felt no discomfort. Her pt programmer was working and she felt stimulation at 1.2 volts. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).